Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air got into the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip when drawing blood and formed "frothy bubbles", causing an underfill. The following information was provided by the initial reporter: "seems like air gets in the syringe when trying to collect just blood. Causes frothy bubbles and not a full fill. Then also an issue when trying to transfer this frothy blood into the into blood tubes."

Event description:
It was reported that air got into the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip when drawing blood and formed "frothy bubbles", causing an underfill. The following information was provided by the initial reporter: "seems like air gets in the syringe when trying to collect just blood. Causes frothy bubbles and not a full fill. Then also an issue when trying to transfer this frothy blood into the into blood tubes."

Manufacturer narrative:
H6: investigation summary: samples and photos were received. 7 physical samples from the customer were received which were sent to the quality control laboratory for inspection, based on visual and functional tests carried out, it can be concluding the following: there isn¿t neither damage nor defect on the physical samples that could be affect the product functionality, also, during the demineralized water taking to the leakage test, air bubbles generation were not detected, the customer defect reported by the customer is not confirmed. During the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction h3 other text : see h10.